Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: weight, bmi at the time of index procedure. What tissue location of the placement of suture? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was suture initially placed (interrupted or continuous)? How was the suture tied (square knot or multiple knots one end)? Was there any precipitating stress factor for the sutures untying or pulling out of the tissue? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? What was the appearance of the suture during the second procedure? Other relevant patient history/concomitant medications. If applicable, will product be returned, return date, tracking information? What is physician¿s opinion as to the etiology of or contributing factors to this event what is the patient current status?

Event description:
It was reported that the patient underwent caesarean section on (B)(6) 2018 and suture was used. 11 days following the procedure, the suture was untied and evisceration was observed. The patient underwent another surgical procedure. Additional information has been requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/4/2018. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.  Additional information was requested and the following was obtained: the patient demographic info: weight, bmi at the time of index procedure 65 kg, bmi = 24 . What tissue location of the placement of suture? Aponeurosis. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Unk. How was suture initially placed (interrupted or continuous)? Continuous suture. How was the suture tied (square knot or multiple knots one end)? Unk. Was there any precipitating stress factor for the sutures untying or pulling out of the tissue? Unk. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? No. What was the appearance of the suture during the second procedure? Evisceration with epiploon externalized and adherent to the subcutaneous plane. Other relevant patient history/concomitant medications: no history. What is physician¿s opinion as to the etiology of or contributing factors to this event? No factors triggering according to the surgeon. What is the patient current status? She is going well, clean, non-inflammatory and flexible scar.